Event description:
This is a report of a breach in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient experienced low oxygen level from chronic obstructive pulmonary disease and got confused, which caused the patient to have a break in aseptic technique described as the patient disconnected himself improperly. The patient experienced peritonitis caused by the break in aseptic technique. The patient was not hospitalized for peritonitis. The patient was treated with cefazolin (dose and frequency unknown). Pd therapy was ongoing. The patient recovered from the peritonitis and the care giver was re-trained on proper aseptic technique.

Manufacturer narrative:
(B)(4). This complaint for the report of use error-break in aseptic technique and peritonitis is confirmed based on the nurse's report. The cause was the patient disconnecting themselves improperly, which caused peritonitis. A labeling review found current us patient at-home guide. Document number: 07-19-61-244 - october 2009, page 3-1 instructs users to use proper aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.